Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system had the disc space error which can impact imaging. Upon checking with the customer, the customer stated that the system was operation and the quote sent for repair was cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had the disc space error which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.